Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 454 mg/dl. The customer stated that they would obtain backup supplies at the pharmacy. The customer stated that prior to calling tandem technical support, they broke open the cartridge because they wanted to see the inside of the cartridge to see if there was a blockage. Therefore, troubleshooting to determine a possible cause of the occlusion was unable to be performed.